Event description:
It was reported that the customer had a hypoglycemic event three weeks after starting insulin pump therapy. The customer blacked out. His actual blood glucose level was not reported. He received a calibration error alarm. When the customer changed his sensor, he discovered the sensor filament was detached and inside his body. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-04392 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.